Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was explanted and re-implanted due to poor performance experienced since implantation with the device. The patient had an incomplete insertion of the implant via cochleostomy on (B)(6), 2008.